Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented to the hospital after receiving inappropriate shock for vt during af with rvr. The patient was cardioverted using the programmer manual shock. The device diagnosed vt, but morphology indicated svt. Programming changes were made. The patient was kept in the hospital for monitoring and was due for discharge the next day.